Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient tested with the elecsys anti-sars-cov-2 assay on a cobas 8000 e 602 module serial number (B)(4). The sample was initially tested using the elecsys anti-sars-cov-2 assay, resulting in a value of 3.63 coi (reactive) and this value was not reported outside of the laboratory. The patient was tested using abbott igg and igm coronavirus antibody assay. The igg value was 0.27 (no units provided, non-reactive) and the igm value was 0.74 (no units provided, non-reactive). The patient was tested using maglumi igg and igm coronavirus antibody assay on (B)(6) 2021. The igg value was 0.12 (no units provided, non-reactive) and the igm value was 0.28 (no units provided, non-reactive). It is unknown which result is correct. The patient was not tested with a pcr method.

Manufacturer narrative:
The patient sample was returned for investigation. The investigation reproduced the customer's reactive result. The sample had weak reactivity with the elecsys anti-sars-cov-2 and with the creative diagnostics rapid test, only an igg reactivity was detected. The investigation also found that the sample showed normal reactivity in the anti-sars-cov-2 s assay. In conclusion, the sample showed reactivity in three different assay formats addressing two different antibody populations, the sample is considered to be true reactive. The investigation did not identify a product problem.